Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2af283 with lot 93601, were returned and analyzed. The data files confirmed the reported 50005 system notice indicating ¿liquid detection¿. Visual inspection of the catheter showed blood inside the balloon. The pressure test revealed a leak through the guide wire lumen, and the balloons integrity was intact; no breach was observed. Dissection showed a guide wire lumen breach at 1.36 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. In conclusion, the reported 50005 system notice was confirmed through testing and data analysis. The balloon catheter, 2af283 with lot 93601, failed the inspection due to a guide wire lumen breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, during the tenth application a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the procedure was completed successfully. The balloon catheter further tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.